Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient went to the emergency room due to redness/irritation at her scs ipg site. The patient was prescribed oral antibiotics. Cultures taken were negative for infection. It was found one of the patient's sutures did not dissolve and caused the irritation. Follow up on (B)(6) 2014 identified the patient was seen by her surgeon and the patient was reportedly doing well.